Manufacturer narrative:
One sample was received for evaluation. Visual inspection was able to confirm the reported problem. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "there was black stain found inside the needle and stopped using it." The event occurred before opening. There was no patient involvement.